Manufacturer narrative:
Concomitant medical products: product ID: 353101, serial#: unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On dec 14, 2021 (B)(4) (con): information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The basic evaluation began on (B)(6) 2021. It was reported that the patient stated their bowel movement this morning was bloody. There were no device issues reported, and no further patient complications reported at this time. On dec 16, 2021 (B)(4) (con): additional information was received from trial patient. They reported that they think they have a loose wire. Their urgency was a little more, in which they also felt maybe from the lasix they took the day prior. Trial patient was redirected to their healthcare professional (hcp).